Event description:
The customer reported unexplained low blood glucose of 70mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that the amount of insulin left in the reservoir did not match to the amount of insulin left in the status screen. Found also that the customer lowered her basals and increased her carbohydrates. The customer also stated that the insulin pump was exposed to magnetic resonance imaging and to x-ray machine. Ran a displacement test twice and the insulin pump failed the tests. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.